Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a right-side hematoma which was evacuated. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses when the left breast prosthesis ruptured post implantation. The patient fell on a laundry basket. The left breast prosthesis rupture was diagnosed via ultrasound. Additionally, it was reported that the day after implantation surgery, the patient developed a hematoma in her right breast that required evacuation. As a result of the left breast prosthesis rupture, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 370cc gel breast prostheses on (B)(6) 2023. During explant surgery, silicone granulomas and silicone masses were observed in the lateral chest wall on the left side of the left breast. Additionally, there was a silicone mass beneath the nipple-areolar complex of the left breast. The mass was excised during explant surgery. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-03825 for the report for the patient¿s left breast prosthesis.